Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4155276. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event date updated to 10/24/2024.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder; il is used as a place holder for the state.

Event description:
It was reported that bd insyte autog bc does not connect and leaks. The following information was provided by the initial reporter: we have now come across several boxes from the same lot number that are leaking and do not connect. This is actually the second complaint I have but in for this product and lot number. On (B)(6) 2025. 1. Please provide the date of event. 1. (B)(6) 2024 & (B)(6) 2025 2. Please share the captured photo of the event if available. 1. The picture were sent in and documented 3. Any sample available for investigation related to leakage? If yes, are you able to provide the address of the facility for us to ship the return label? 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 1. No patients were harmed during either event. 5. Please confirm the number of occurrences. 1. 2 occurrence for products with the same lot number: 4155276.